Event description:
It was reported that during the procedure with the use of a thermocool smarttouch uni-directional navigation catheter, when the procedure was being performed in the left ventricle, the catheter deflection was reduced. The physician checked and found that the shaft was broken. The procedure was completed with a same like catheter. No adverse patient consequences were reported. Upon request additional information was received stating that there was no difficulty to withdrawn the catheter from the patient¿s body. There was no physical damage observed at the distal end of the catheter. The catheter was not pre-shaped. The damage was located near to handle on the part that stayed in the sheath. The customer provided a picture of damage area however there is no exposure of internal components noticed on the picture; therefore this event was assessed as a non-reportable event on initial complaint. On (B)(6) 2015 the device has been received at our failure analysis lab. The catheter was visually inspected and it was found that the catheter shaft was bent approximately 80 cm from the tip. One of the braids from the shaft was exposed, making the event reportable and marking (B)(6) 2015 as the new alert date for this report.

Manufacturer narrative:
Refer to evaluation summary (B)(4). The returned device was visually inspected upon receipt and it was found that the shaft of the catheter was bent and one of the braids from the shaft was exposed. Further information received indicates the shaft damage was found after having trouble maneuvering the catheter inside the patient body; this event might contribute to the broken shaft failure, however a corrective action has been opened to address and resolve the thermocool smart touch broken shaft issue. Due to the exposed parts, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. Per the torque ability failure reported a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a fracture on the catheter shaft has been verified.